Event description:
It was reported that the patient was implanted with click¿x on a unknown date. Later, it was discovered that the patient fell and was suspected to have pseudarthrosis at l5-s1. A revision surgery was performed on (B)(6) 2014 and click¿x was explanted and expedium was implanted into the patient at levels t8 to the pelvis. During the removal of the transconnector the tip of the driver sheared off. The rescue driver became stuck in the handle at the end of the case. The implant and instrument was easily removed without additional intervention. Procedure was successfully completed without any delay. This report is for an unknown spine. This is report 6 of 7 for (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Manufacturer narrative:
A product development event evaluation was performed. The most recent versions of the drawings for these parts were reviewed as part of this evaluation. No changes in design have been implemented since these parts were manufactured. (B)(4)